Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, adhesions, inflammation, hernia recurrence and surgical intervention. The instructions-for-use supplied with the device lists adhesions, inflammation and recurrence as possible complications. In regards to the infection, the warning section of the IFU states: "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol marlex (bard flat mesh) (device #2). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that on or about (B)(6) 2008, the patient was implanted with a non-bard/davol mesh to repair a ventral hernia. It is alleged that on or about (B)(6) 2010 the patient underwent revision of the non-bard/davol mesh to repair the mesh and a second non-bard/davol mesh was implanted. It is also alleged that on or about (B)(6) 2015, the patient underwent surgery for hernia repair. A bard/davol perfix plug was implanted during the repair. It is alleged that the patient underwent revision surgery on or about (B)(6) 2015. A bard/davol marlex mesh (bard flat mesh) was implanted to repair a hernia. The patient underwent removal surgery on or about (B)(6) 2018. It is alleged that the patient experienced and/or continues to experience severe and chronic pain, recurrence, adhesions, mesh contraction, fluid collection, mesh migration/detachment, fractured xiphoid process, bowel resection, infection, surgery to remove mesh, and abdominal wall reconstruction. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is further alleged that the device was defective.